Event description:
(B)(4). Hair loss, everyday migraines, fatigue, vaginal swelling, painful intercourse, no sex drive, constant bloating, weight gain, horrible back and pelvic pain, severe cramping, blood clots while menstruating, heavy bleeding, severe depression, no energy whatsoever.